Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device evaluation of the subject guide wire could not be conducted because the device was not returned. Investigation of production records and adverse events data could not be performed because lot information was unavailable. All the shipped products were inspected in the production process for meeting the product specifications and release criteria. Therefore, it was concluded that there was no indication of product deficiency. It was inferred that the reported possible vessel damage was related to the anatomical condition and wire manipulation technique. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; and, [malfunction and adverse effects] damage to a vessel.

Event description:
It was reported that an asahi guide wire was used successfully to treat a restenosed proximal right coronary artery (rca) with an aneurysm in a patient with acute st elevated myocardial infarction (stemi) and stent thrombosis. After a 7fr export thrombectomy catheter passed three times, vessel dilation was performed throughout length with a 3 mm balloon. Two 3.5 x 16 mm dess were placed within the existing stents and post-dilated to 4.0 mm. The non-stented portion of the proximal posterolateral-ventricular-branch (plvb), where the asahi guide wire may have caused some damage; the plvb was also dilated to low pressure to smooth out. Pre-intervention stenosis was 100%. Final post-intervention stenosis was 0%. There was no thrombus. Timi flow was 3. There was no dissection.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.